Event description:
In 2007: the primary surgery was peformed (plf from th12-l2 for l1 compression fracture). One week later: it was found at the 1 week post-op visit, that the blocker is loosened at th12.

Manufacturer narrative:
The product is unavailable for evaluation. Additional info has been requested and if received, will be supplied on a supplemental.